Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was showing signs of failure including oversensing and impedance that was increasing and high. It was also reported that the right atrial (ra) lead had showed signs of failure and had been electrically abandoned. The current reading for the ra lead showed undefined impedance. Both leads were capped and the rv lead was replaced. No patient complications have been reported as a result of this event.